Manufacturer narrative:
H3 analysis of the returned recharger revealed that there was a corruption. Bench test fail trs80003_read_fw_ver string parse, the s earch string ["version number main"] was not found. Review measured current levels for trs800001.4 and trs800001.5, confirm the current levels are about 30ma, and the battery leds are constantly scrolling. The symptoms are a known issue due to firmware bug, which is related to the complaint about "lights on wr going up and down rapidly". "This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting g uidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. " medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding an external device. It was reported that the rep plugged the docking station in, placed recharger on dock and the battery indicator light were rapidly blinking. The caller stated if they take recharger off the dock, there are no lights illuminated on the recharger and it won't turn on. Tss had the caller attempt to reset recharger (while it was on the dock) and the battery indicator lights just continued to flash rapidly and no tones were ever heard. After the attempted reset, the issue was still present. Technical services had caller take recharger off dock and then put it back on and lights were still rapidly blinking. The issue was not resolved through troubleshooting. The caller was redirected to call customer service for replacement and return equipment to repair. The caller was going to give patient handset today as they were prepping for the implant so technical services did not transfer to mobility to collect logs fromhandset. There were no patient complications reported as a result of this event.